Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the monitor did not power up and show a display on the monitor; regardless of trying different power cords. This occurred during a procedure. There were no reports of patient harm or injury.

Event description:
The issue occurred during a esophagogastroduodenoscopy which was completed with a similar device. There was a 15-20 minute delay to use another monitor. There were no effects to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: b5, d8, d10, g2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reportable malfunction was confirmed. An additional potential adverse event was noted where there was no image in the serial digital interface and digital video interface port. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event occurred due to a power supply unit failure. The no image issue occurred due to a circuit board failure. Olympus will continue to monitor field performance for this device.